Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and did not deliver pacing when required as lead was found to be dislodged under a chest x-ray. An invasive procedure was performed in which the rv lead was repositioned with no further problems. No additional adverse patient effects were reported.